Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, lymphadenopathy.

Event description:
Patient representative reported "burning and tingling sensation", "rupture", "enlarged lymph nodes", "suffers from severe pain" and "patient is worried about developing cancer". This record is for the right side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d1, d2a, d2b, d4, g4, h4.

Event description:
As the device is not PMA approved, this information is no longer considered reportable to the FDA.